Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was found that an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was determined that the cable was broken because water entered from the pinhole on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; poor water tightness of cable pinhole; connector part connector cracked damage poor weather tightness; corrosion of electrical contacts on connector and connector wear (printing). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the video of the hd 3cmos autoclavable camera head was a sandstorm. The issue occurred after the therapeutic endoscopic sinus surgery was completed with the scope. There were no reports of patient or user harm associated with this event.